Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that diagnostics were taken on (B)(6) 2017 which showed that there were high impedances seen on slot 0 and 1 of the left lead, and on slot 8-9 and 11 of the right lead. However, it was noted that these slots aren't used in therapy. The etiology of the event was noted to be related to the device or therapy, and not related to the implant procedure. There were no actions/interventions taken, with the outcome listed as unresolved with no further action planned. No patient symptoms were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the signs symptoms to reiterate high impedance on electrode 0 and 1 of the left lead and on electrode 8-9 and 11 of the right lead, with these electrodes not used in therapy. Impedance values were also given as follows: electrode 0 = 2713 ohms, electrode 1 = 2158 ohms, electrode 8 = 3346 ohms, electrode 9 = 3280 ohms, electrode 11 = 3355 ohms. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the issue was not determined. No further complications are anticipated.